Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 10/08/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated their cgm reading was 80 mg/dl and their bg value was reading 40 mg/dl when they lost consciousness and got hurt. Patient¿s husband treated patient with glucose tablet. No medical intervention was required. It was reported that the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. Persons on dialysis. No additional event or patient information is available. At the time of contact patient was in good condition. No additional patient or event information is available. Patient data was present; however, no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed.